Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp tried to place the tip of a lead into an implantable neurostimulator (ins), but he could not get the blue tip to pass all the way through the ins. The blue tip would not pass through the very last contact and was not visible at the end. Several attempts were tried and impedance checks were done. After approximately 10 minutes and several tries, several cleanings, several visual checks, playing with the screw and a few impedance checks a back up ins was used. The lead looked normal except the blue tip seemed a bit shorter than normal to the hcp. The new ins was connected to the same lead with no problem. Impedance checks were perfect and everything went on as it should. No post-procedure problems were reported.